Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated gi monitor result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample gave a result of "<1u/ml" for gi monitor. Customer has a reflex testing protocol for any gi monitor result of <1 u/ml to be repeated. The reflex testing result was 49u/ml. Customer then ran the sample on a different instrument and the result was "<1u/ml" again. The results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in a bd serum tube with gel. System check was performed on (B)(4) 2009 and all portions were within specifications. Qc is run daily and was within range on the day of the event. Customer technical support (cts) assisted the customer through ordering a precision study. The results of the study indicated that one pipettor continuously resulted higher than the others. A field service engineer (fse) was on-site (B)(4) 2009. Fse cleaned and rebuilt the precision pump of the pipettor in question. Fse verified the repair per established procedures and results met published performance specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.